Manufacturer narrative:
The procedure was a robotic left pancreatectomy. It was reported that the needle was not in the patient. The needle did not fall into the patient. X-rays were performed and no needle was noted. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a pancreatectomy procedure on (B)(6) 2015 and suture was used. During the procedure, upon insertion of the thread in the trocar, the needle pulled off. The thread was found but not the needle. It was reported that search has been performed in the abdomen of the patient, around the field, on the table and on the floor. The post-op scanner didn't show anything. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that patient underwent robotic left pancreatectomy on (B)(6) 2015 and suture was used. During the procedure, upon insertion of the thread in the trocar, the needle pulled off. The thread was found but not the needle. It was reported that a search was performed in the abdomen of the patient, around the field, on the table and on the floor. A post-op xray scan was performed and nothing was found. It is unknown if the needle is retained in the patient¿s digestive tissue. The patient was discharged on (B)(6) 2015. Additional information has been requested. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.